Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reported that implant at tooth site 12 was removed due to infection. Doctor also indicated trauma on front and immediate implantation. Devitalizing was performed, as abscess spread to implant. Patient has been rescheduled for new implant placement.